Event description:
According to the report the patient showed lack of significant sound perception from the implant at first fitting or at subsequent fitting sessions. The external equipment was exchanged but with no change in the situation. The patient was explanted and re-implanted on (B)(6) 2009, with a cochlear implant, however med-el was not informed about the surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.